Manufacturer narrative:
Corrected h.6 codes. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the thrombosis and related aortic regurgitation but may be related to the mechanisms above, such as patient conditions like atrial fibrillation. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Citation: mahalwar, gauranga, et al. 'Transcatheter heart valve thrombosis in a patient with polycythemia vera despite apixaban therapy for atrial fibrillation.' Case reports 3.2 (2021): 269-272. Investigation is ongoing.

Event description:
As reported by the article 'transcatheter heart valve thrombosis in a patient with polycythemia vera despite apixaban therapy for atrial fibrillation', the patient received a 26mm sapien 3 valve. Approximately 2 months later they presented with dyspnea and fatigue lasting 2 days. Blood cultures were negative and there was no major pvl. Tee confirmed 'leaflet thickening and diminished opening with probable 2+ aortic regurgitation'. Apixaban was discontinued and the patient was placed on IV unfractionated heparin. Thrombosis was diagnosed and the valve was explanted. The patient was discharged on pod 7 with long-term warfarin therapy. Prior to the tavr valve implant the patient had 'paroxysmal atrial fibrillation' and was on 'apixaban 5mg twice daily, has chronic renal insufficiency, and has jak2-negative polycythemia vera, treated with bimonthly phlebotomy'